Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a severely calcified and moderately tortuous mid right coronary artery (rca). It was reported that the 10mmx3.00mm wolverine¿ coronary cutting balloon¿ was being used in the rca but was unable to cross the lesion due to the calcification. Ablation was performed and the same wolverine was again advanced to the lesion. Dilation was performed at 14 atmospheres (atm), and when the second dilation was performed at 14atm, the balloon ruptured. No patient complications occurred and the procedure was completed with another device.